Event description:
Customer stated the switch won't shut off.

Manufacturer narrative:
It was reported that the switch won't shut off. Qc tested the switch and found the spring in the switch was displaced which was causing it to wiggle. After testing it several times the switch was still shutting off properly and the pad was cooling down. We could not duplicate the reported event.